Event description:
The device was applied during a lung biopsy procedure. The instrument fired fine on the initial firing; however, upon reloading and firing the device would not open. The surgeon converted to an open procedure and completed without further incident.